Event description:
This end-user states as he was turning the intensity down on this device, one channel at a time, and almost at zero on each channel, the device shot out the highest intensity feeling and pushed his shoulder back on the couch. It took him 10 seconds or so to turn the device off. He was shaking and sweating. Since then the muscles in his shoulder and neck are very sensitive to the touch. He is having pain and states physiotherapy is not helping. X-rays were normal. Results from the ultrasound: a small amount of fluid is seen within the biceps tendon sheath suggesting tendinitis. The tendon is intact. There is some fluid in the bursa adjacent to the bicep tendon and subscapularis. The subscapularis, infraspinatus and ac joint appear normal. There is a hypoechoic gap in the supraspinatus measuring 13 x 5 mm consistent with a full thickness tear. He states his doctor recommends to have a cortisone shot to relieve the inflammation and the pain. He states his doctor said it probably aggravated his injury. He had a cortisone shot in the bicep tendon for pain. The device involved with this event was returned to compass health brands on (B)(6) 2018 and the customer's complaint was unable to be duplicated. The device was tested for product performance and determined to fall within the manufacturer's specifications as defined in the product's user manual.